Event description:
It was reported that during lens implantation the haptic tore. The incision was enlarged to remove the lens and another lens of the same model was implanted. Sutures were placed. Reference MFR #1119279-2014-00178 for the inserter used in the event.

Manufacturer narrative:
The device was not returned for evaluation. The lot history review was performed and no nonconformities or anomalies related to this complaint were found. Based on the current info received, a definitive root cause could not be determined. However, it is possible that user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event.